Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the emergency room, the md was attempting to remove the spring wire guide (swg) from the catheter that was placed in the pt's jugular vein. While pulling on it to remove, the swg unraveled and as a result both the catheter and swg were removed together and in its entirety. A new set was opened and used to successfully complete the procedure. A delay was reported, however, there was no death or complications to the pt.